Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #. Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "error 322" was not reproduced. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however the device was found within specification. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.